Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon is considering revising the patient's stem and cup for an unknown reason.

Manufacturer narrative:
Upon receipt of additional information, this device has been determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.